Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the packing joint (o-ring) of cylinder hose was broken and it subsequently fell off. The issue was identified at the time of inspection for use. There were no reports of patient involvement.